Manufacturer narrative:
This is one event for the same pt involving two separate prod. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The pt's atty alleged that the pt experienced a cardiac arrest and subsequently expired, which my have been caused by exposure to the prod administered during dialysis treatment.